Event description:
Reportedly, the x-ray tube cover detached from the cs2 x-ray tube ceiling suspension. Allegedly the cover fell, striking the technologist in the face near her eye and nose. Reportedly, the technologist was x-rayed for a possible fractured nose.